Event description:
A customer reported a low readings issue with the adc device. The customer reported that she had no symptoms, but went to hospital and was reportedly hospitalized for 3 days and treated with novolog and lantus. A healthcare meter result of 90 mg/dl was reported, taken at unspecified time in relation to treatments, and no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note that the customer stated that the adverse event occurred on (B)(6) 2022, which was also the date the manufacturer was made aware of the event. However, the customer also reported that she was hospitalized for 3 days; therefore, it is unclear whether the hospitalization is related to the reported product issue. All pertinent information available to abbott diabetes care has been submitted.